Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 420cc, catalog, number 3503420. Note: serial number (B)(4), lot number 5685031 or serial number (B)(4), lot 5688133 since mentor is not aware which lot number corresponds to left implant. (B)(4)

Event description:
It was reported that a (B)(6) -year-old patient underwent a breast augmentation primary with saline mentor smooth round high profile 420cc breast implants and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. At the time of this report, mentor is not aware of the corresponding lot number to the location of the breast implants. Mentor received two lot numbers and serial numbers: lot 5688133, serial number (B)(4) and lot 5685031, serial number (B)(4). Mentor will report a supplemental once the lot number will be identified to the corresponding side.

Manufacturer narrative:
On 06/29/18, it was reported to mentor that the device history record (DHR) of lot number 5688133 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/05/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/05/18, it was reported to mentor that the left breast implant had lot 5685031, serial number (B)(4) and the right breast implant had serial number lot 5688133, serial number (B)(4). The date of explantation was (B)(6) 2018. The replacement devices were gel mentor memorygel breast implant 480cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/29/18, it was reported to mentor that the device history record ( DHR) of lot number 5685031 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/17/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evalaution team observed two creases on the anterior view. A rent measuring approximately 0.1 cm was discovered within a crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).